Event description:
On (B)(6) 2010 - left knee implant - biomet vanguard. Surgery performed by dr. (B)(6) (deceased). Ran fever - 100 plus / received 2 pints of blood. On (B)(6) 2013 - left knee revision surgery - patella loosened - surgery performed by dr. (B)(6). Continued problems with pain, swelling, instability, etc. On (B)(6) 2017 - knee revision surgery - patella loosened again. Bone scan revealed an uptake around the patella consistent with loosening of the patella component. The patella was grossly loose.